Manufacturer narrative:
D4. Lot, serial, and expiration date are unknown. A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella purge cassette device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 77-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. The physician flushed the introducer prior to inserting the impella, with an act of 261. The impella crossed the aortic valve without issue. After removing the wire and turning the impella on, a high purge flow alarm was triggered, with a purge flow of 30 ml/hr. The line was assessed and no kinks were identified. The physician decided to remove the pump and cassette and replace them with a second impella cp. The impella cp device was exchanged for another impella cp without any observed impact on the patient¿s hemodynamic status.